Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the event occurred due to the use of a high frequency instrument without a sufficient distance from the tip. The root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end cover burned. There was no patient involvement.